Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor during visual inspection. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump fell into water while he was canoeing, the screen went blank and there was fluid under the lcd display. Customer's blood glucose was not known. No other physical damage was noted. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.